Event description:
During an atrial fibrillation procedure, a sideport detachment occurred. The introducer was inserted into the patient, and an attempt was made to insert the mapping catheter through it. However, insertion was not possible because the sideport tubing came off the introducer. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. The root cause of this issue was determined to be consistent with a manufacturing issue. A corrective action was initiated to address the failure mode of an insufficient amount of solvent applied to the stopcock tubing prior to insertion, resulting in sideport tubing detachment. This device was manufactured prior to the completion of the associated corrective action.